Event description:
Distal tip of galeo coronary guidewire because separated from the proximal portion of the guidewire while a coronary vessel. The distal portion of the guidewire was retrieved by the physician conducting the procedure. This was accomplished by insertion of a second guidewire into the coronary artery to snare the first guidewire.